Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient presented at the clinic for programming of his external equipment. A connection between the programming system and the patient's cochlear implant could not be established. The results of an x-ray taken did not indicate any movement of the electrode array or any observable damage to the implant body. The result of an integrity test completed in 2007 indicated that the implant was not performing within specifications. Explantation/reimplantation surgery had not been scheduled at the time of this report.